Event description:
I was reported that there was a possible problem with the implantable neurostimulator (ins). A power-on-reset (por) condition was noted with por code 0x400. It was also noted that impedances read >20,000ohms on all electrodes excluding 0,1, and 2. The patient had also had therapy loss for about a month. There were no known falls/trauma associated with the therapy loss.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) double dpt - vamp adult kit. Kit appeared not used. No visible clear priming fluid inside the kit. Pressure tubing was found completely broken off from uv bond joint with vamp reservoir. Rough surfaces were observed at broken tubing ends. Tubing was bent near the site of damage. Damage occurred to patient side of the kit. (B) (4)

Event description:
As reported: after opening the second kit it is observed that the tubing which should enter in vamp was cut. No patient injury was reported.